Event description:
On (B) (6) 2010, patient reported there is almost always an issue with a kink in the infusion set which causes his infusion device to give a blockage. Patient is using a competitor's infusion device. Patient reported the 1st night, he went back on the infusion device after getting the infusion set his blood glucose was in the high 400's mg/dl after dinner. Patient stated there was a blockage detected. Patient reported he had to walk to lower his blood glucose and then he went low in the middle of the night. Patient reported he never has the opportunity to keep the infusion headset in for 3 days; he stated that has only happened 2 times. Patient stated the infusion tubing and the cannula always have to be changed several times to get the infusion device to work correctly. Patient reported the new infusion tubing and headset will give the infusion device a blockage. Patient stated on (B) (6) 2010, he had 2 blockages and the cannula had a kink in it. Patient reported his blood glucose was 580 mg/dl. Patient stated in the middle of the night, his blood glucose dropped to 38 mg/dl. Educated patient on the insertion assist device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.